Manufacturer narrative:
(B)(4).

Event description:
A pt experienced increased spasticity, mental status changes, diaphoresis, and difficulty urinating. No fever or urinary tract infection was reported. The pt was seen in a clinic for a routine pump refill. In regards to the pt's pump, a volume discrepancy was noted. The actual residual volume (6.0 ml) was found to be greater than expected residual volume (3.6 ml). A (B)(6) study performed on (B)(6) 2011, confirmed a motor stall had occurred. A priming bolus of 0.01 over 1 minute was programmed; and before and after pictures confirmed no roller movement. A catheter dye study revealed a patent catheter. Pump replacement options were being discussed. It was later reported that surgery was scheduled for later in (B)(6) 2011. The drug used in the pump at the time of the event was lioresal. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.